Event description:
As reported by the user facility: information supplied by (B)(6), either from lot # 0061225741 or 0061219498. On (B)(6) 2012: tubing disconnected at joint of lower y-site, chemo treatment delayed and some blood loss (replacement not required). Also risk of infection because central line was compromised- sample available, will flush tubing. Additional information received on (B)(6) 2012: unable to flush the chemo in tubing sufficiently- sample will not be coming in.

Manufacturer narrative:
In a follow up with the facility, the reporter confirmed there was no patient injury and blood loss was minimal. The actual device involved in the reported incident was discarded and is not available for evaluation. Without the actual sample, a thorough evaluation could not be performed. The facility did indicate that pictures may be available. The device manufacture date for the other possible lot indicated in the event description, lot #0061219498, is 02/2012 (expiration date is 01/31/2015). Batch record review of the reported lot numbers did not reveal any discrepancies or non conformities that could have contributed to the reported event. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number or finished good lot numbers. Based on the investigation, no conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow-up report will be filed.